Manufacturer narrative:
Pump received with blank display due to broken solder joint. Unable to perform displacement, rewind, basic occlusion, occlusion, prime a33, excessive no delivery test and verify button keypad anomaly due to blank display. Drive support was inspected and no anomaly was noted. However pump had cracked end cap, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump fell, hit the ground and was cracked. The insulin pump was then unresponsive and the up and down arrow buttons were exposed as well as the button wires. The customer's blood glucose was 520 mg/dl. The customer treated the high blood glucose with a manual injection. The customer's insulin pump was also blank. The customer declined troubleshooting for the blank display and the high blood glucose. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.